Manufacturer narrative:
(B)(4)- supplemental MDR - other two hundred samples from batch 4263689 and two hundred samples from batch 4263696 were provided to our quality team for investigation. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. Batches 3285600, 4033569, 4158490, 4263689 and 4263689 are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd luer-lok plunger "does come out quite easily if the plunger is pulled". The following information was provided by the initial reporter: no resistance at the end of travel. It does come out quite easily if the plunger is pulled without paying attention when using the syringe.

Manufacturer narrative:
D.4. Other lot numbers include 4033569, 4158490, 4263689 and 4263696. Other expiration dates include 2029-01-31, 2029-05-31 and 2029-08-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2024-02-14, 2024-07-15 and 2024-09-19.